Manufacturer narrative:
Evaluation method: search by lot number. Results: a search by lot number revealed there were no similar complaints within the work order. (B)(4).

Event description:
It was reported that the customer was having some loading issues with the epiphany injection system. The first lock/click would not secure, therefore, causing the leading haptic of the lens to bend over the optic. If both clicks are not secure, this will happen. There was no patient contact.